Event description:
The device was used during a laparoscopic cholecystectomy. The instruments would not hold clips. There were no good fingers. They were also splitting unformed clips. All clips were retrieve from pt. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws of instruments a & b had become damaged and could not hold a clip properly, making the instruments non-functional. Instrument a was also found to be empty and locked out and was found to have a cracked lower shroud. No conclusion could be reached as to how this damage occurred. It was conclused that the instrument c was returned with no preload of the jaw against the top shroud. It was concluded that the top shroud tooling was worn. The instrument was cycled, fed, and formed the clips within desgin specification. If the jaws are closed over a hard object, the jaws cam become damaged and will not hold a clip properly. A modified top shroud from revised tooling and a lower shroud from a new tool were implemented to maintain jaw preload against the top shroud. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co stives to understand each incident as it occurs in order to continuously improve the products.